Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother called to report the insulin pump alarmed for no delivery due to an occlusion. Blood glucose reading was 294 mg/dl. The insulin pump was functioning as designed. Customer declined to return the infusion set and reservoir for analysis. Troubleshooting could not be performed for past event. Advised to call back when alarm occurs for troubleshooting. Nothing further reported.